Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/the right essure device is seen but the left could not be visualized') and gallbladder operation ('surgery(other) type of surgery: gallbladder') in a 31-year-old female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, pregnancy, abortion spontaneous incomplete, multiple cesarean sections, hypertension, hypothyroidism and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2013, the patient experienced pelvic pain ("pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia), vaginal haemorrhage ("abnormal bleeding (vaginal). Female sexual dysfunction ("apareunia (inability to have sexual intercourse), depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse) and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced device expulsion ("expulsion of essure device"), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), pre-eclampsia ("pre-eclampsia"), dysmenorrhoea ("dysmennorhea (cramping) and migraine ("migraines / headaches"), was found to have a pregnancy with contraceptive device ("pregnancy") and underwent gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (tlh bilateral salpingectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, pre-eclampsia, dysmenorrhoea, anxiety, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, migraine, nausea, dyspareunia, device expulsion, fatigue, weight increased and gallbladder operation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder operation, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. The right essure device is seen but the left could not be visualized . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: acute back pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received. Reporter information, lot number, concomitant drugs added. Events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), mental anguish, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, surgery(other) type of surgery: gallbladder, pregnancy with contraceptive device, device ineffective, pre-eclampsia added. Event psych injury was updated to psychological or psychiatric problems condition: depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration/the right essure device is seen, but the left could not be visualized') and gallbladder operation ('surgery(other) type of surgery: gallbladder'). In a 31-year-old female patient who had essure (batch no. A27192), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective. The patient's medical history included: overweight, pregnancy, abortion spontaneous incomplete, multiple cesarean sections, hypertension, hypothyroidism and adenomyosis. Concomitant products included: levothyroxine, medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), anxiety ("psychological or psychiatric problems, condition: mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems, condition: depression"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). And was found to have weight increased ("weight gain / loss specify, which one: weight gain"). On (B)(6) 2018, the patient experienced device expulsion ("expulsion of essure device"), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), pre-eclampsia ("pre-eclampsia"), dysmenorrhoea ("dysmennorhea (cramping)"), migraine ("migraines / headaches") and post procedural complication ("post removal complication-yes"). Was found to have a pregnancy with contraceptive device ("pregnancy") and underwent gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (tlh bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, pre-eclampsia, dysmenorrhoea, anxiety, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, migraine, nausea, dyspareunia, device expulsion, fatigue, weight increased, gallbladder operation and post procedural complication outcome was unknown. Pregnancy related information: retrospective report last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported, as a live birth. It was unknown, whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder operation, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, pre-eclampsia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. The right essure device is seen, but the left could not be visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 28.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2013, result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: acute back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received: events added from pfs- post removal complication-yes. Reporter information added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/the right essure device is seen but the left could not be visualized') and gallbladder operation ('surgery(other) type of surgery: gallbladder') in a 31-year-old female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, pregnancy, abortion spontaneous incomplete, multiple cesarean sections, hypertension, hypothyroidism and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced device expulsion ("expulsion of essure device"), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), pre-eclampsia ("pre-eclampsia"), dysmenorrhoea ("dysmennorhea (cramping)") and migraine ("migraines / headaches"), was found to have a pregnancy with contraceptive device ("pregnancy") and underwent gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (tlh bilateral salpingectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, pre-eclampsia, dysmenorrhoea, anxiety, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, migraine, nausea, dyspareunia, device expulsion, fatigue, weight increased and gallbladder operation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder operation, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. The right essure device is seen but the left could not be visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea concerning the injuries reported in this case, the following ones were described in patient¿s medical records: acute back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and psychological trauma ("psych injury"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Events : migration, pain: pelvic/abdominal, dysmennorhea (cramping),general abnormal bleeding, psych injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.